Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a radio frequency pic failed self test alarm on the insulin pump. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer stated that a temp basal was not programmed before the alarm occurred. Customer performed the self test and the test failed. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during self-test and was unable to download using carelink due to faulty electrical component on the radio frequency board. The insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump had minor scratched display window and cracked reservoir tube lip.